Manufacturer narrative:
The tendency for the mask to slip would be due to the improper fit of the patient. The corneal abrasions would cause patient discomfort and have the potential for serious injury to the eyes. Mask would need to be investigated to see which areas on the mask caused the corneal abrasions. Based on this information this is a reportable event.

Event description:
The masks have a tendency to slide up the face when the patients move and are causing corneal abrasions.

Event description:
The masks have a tendency to slide up the face when the patients move and are causing corneal abrasions.

Manufacturer narrative:
The tendency for the mask to slip would be due to the improper fit of the patient. The corneal abrasions would cause patient discomfort and have the potential for serious injury to the eyes. Mask would need to be investigated to see which areas on the mask caused the corneal abrasions. Based on this information this is a reportable event. Complaint not confirmed due to lack of return or photo. There were no fg to inspect, however the components of the parts were measured and all were within tolerance. Requested for the next produced lot to be dimensionally inspected upon manufacturing. Reviewed complaint history for the parts and product family. There were no complaints for those parts, and no similar reported defects for the product family. Risk analysis indicated a severity of 8, with potential of serious injury. This complaint will be discussed at the next carb meeting to determine CAPA initiation. Scar resolution sent to the customer.